Event description:
The white rotating stopcock on the tubing came out. Air entered pt's central line. Tubing was clamped and air was able to be aspirated without entering pt. No force was used when white stopcock was dislodged from tubing. Surgery was (B)(6) 2013 - that is when product was connected to central line as a new piece of tubing. Product supply kept at room temperatures since arrival at hospital.